Event description:
The homecare provider (hcp) reported the following information: (1) an incident occurred in a patient's home involving a 590 concentrator that resulted in minor property damage. (2) patient claims when they awoke they saw sparks coming from oxygen outlet on the front of unit. (3) no patient injury. (4) hcp reported a chair and carpeting were damaged. (5) hcp reported the pt smokes and burns candles in their room.